Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was not detected on bus. A field service engineer (fse) attempted a remote fixed, but the drawer did not show up under device settings. The customer checked that the pyxibus cable was seated to the drawer, and the u-link was intact. Then the fse opened the back panel, there the pyxibus cable was not fully seated to the matrix drawer board. The cable was unplugged, the device was shut down, the pyxibus cable was reseated, and the device was rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 shows device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.